Event description:
A customer reported a unit with a user interface module screen that is blank, while the leds on the membrane panel are lit up. According to the customer the problem is intermittent. The unit was not on a patient at the time of the incident.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the uim and duplicated the reported intermittent blank screen during an initial power-up. After a second power-up the screen powered on and the reported blank screen was no longer reproducible. The uim was turned off for approximately four hours and then powered on and duplicated the blank screen at power-up. Issue was isolated on a cold start only and found that the thermistor¿s resistance was reading between 22ohm and 23ohm at room temperature and is specified at 15ohm (12ohm min ¿ 18ohm max) this higher resistance on a cold start causes the reported blank screen. Findings/root-cause: defective thermistor on the control pcba. This issue is addressed in an internal correction.

Manufacturer narrative:
A replacement user interface module was shipped to the customer. A return goods authorization (rga) number was also issued for the return of the alleged faulty user interface module for evaluation. As of july 20, 2015, carefusion has not received the alleged faulty user interface module.